Manufacturer narrative:
Concomitant medical product: 4196 lead implanted on: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post vp (ventricular pace) on the right ventricular (rv) lead. No intervention was needed as the twos algorithm was programmed on. The rv lead remains in use. No patient complications have been reported as a result of this event.